Manufacturer narrative:
Correction(s): date of event. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, embedded, device is unable to be retrieved¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No relevant notes found in device work order. No other complaints found in device lot. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4).addi tional information: investigation: the following allegations have been investigated: embedded, vc perforation no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Update - cinc: product specification spec_91890 gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook europe a/s." This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As per a CT scan performed on (B)(6) 2017 it states, " positive for caval perforation. A total of four prongs have perforated the ivc."

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 3002808486-2017-01701. New information was received identifying that the product was a cook inc. Manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis, pre-op fibroids. Patient experiences tilt, embedded, device is unable to be retrieved. A retrieval was attempted on (B)(6) 2015, but was unsuccessful due to the hook of the head being embedded.